Manufacturer narrative:
It was later reported that a loss of capture could not be ruled out. In addition, at the time of the procedure the lead appeared to be demonstrating the affects of a crush at the collarbone and rib junction with a possible thinning of the outer insulation.

Manufacturer narrative:
Ultimately the lead was surgically abandoned and device was replaced.

Manufacturer narrative:
It was later reported that a holter monitor revealed pauses and the patient had syncope. The physician has plans to replace the system.

Manufacturer narrative:
Resolution was requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected noise which was oversensed on this right ventricular lead. This resulted in pauses greater than two seconds. Isometrics initially showed noise alone on the right atrial and right ventricular leads which could not be reproduced within the same visit. Impedances were reported to be steady. No adverse patient effects were reported with this pacer dependant patient.